Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient expired. During a post mortem device interrogation an alert for low, out of range, high voltage lead impedance and possible high voltage circuit damage were noted. It was suspected that the device may have shorted out after it tried to deliver therapy. Device delivered several therapies for vt/vf episodes without terminating the arrhythmia. During the explant procedure, use of electrocautery deleted all stored egms except for one which showed the patient in a ventricular arrhythmia. There were no successful high voltage therapies delivered as the shorted output stage detection and over current detection messages were triggered while charging.

Manufacturer narrative:
The reported field event of output and impedance anomalies were confirmed in the laboratory via device image. The device was tested on the bench and a shorted hv transistor was noted. The cause of the shorted transistor could not be determined.